Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin as they keep going low at night. The customer¿s blood glucose level was unknown at the time of the incident, and 200 m/dl at the time of the call. The customer treated the lows with food. Customer was only getting use of a third of the battery life. Troubleshooting was completed but did not resolve the issue. The customer also called about pump upgrade. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and passed the dat test at 0.08720 inches noted. No possible over delivery anomaly noted during test.